Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the cannula was bent and the patient was having high blood glucose level reported to be 584 mg/dl, at the time of incident. She tried to self-treat it with a bolus. Subsequently, the patient went to the emergency room and was hospitalized with blood glucose level of 424 mg/dl and diabetes ketoacidosis. During hospitalization, she received insulin as corrective treatment. The site location was at the abdomen and the infusion was last changed a day prior to hospitalization. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.